Manufacturer narrative:
The reported event was confirmed. Visual inspection noted 81 unopened magic 3 intermittent catheters were received. Visual evaluation noted no obvious defects. The samples were tested. The catheters outer diameter measured to be 0.1690 inches 0.1700 inches 0.1575 inches 0.1720 inches 0.1720 inches 0.1730 inches 0.1640 inches 0.1675 inches 0.1720 inches 0.1700 inches 0.1685 inches 0.1660 inches and 0.1595 inches which were found to be out of specification (0.183 inches plus or minus 0.013 inches). Although the reported event was confirmed a potential root cause for this failure mode was unable to determine. Per investigation a device history record review was not required. Per investigation a labeling review was not required. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the patient stated the magic 3 intermittent catheters were so flimsy so the patient tried several times to get them inserted and the patient had a urinary tract infection. The patient got an appointment with the doctor and went to the hospital. It is unknown what medical intervention was provided for the urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient stated these magic 3 intermittent catheters were so flimsy so that the patient had to try several times to get them inserted and now patient had a urinary tract infection. Patient got an appointment with the doctor and had been to the hospital. It was unknown what medical intervention was provided for urinary tract infection.